Manufacturer narrative:
Product event summary: one controller and six batteries were returned for evaluation. Two batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed damage to the display. This is an additional observation not related to the reported event, likely due to improper handling of the device. Additionally, visual inspection revealed contamination within the power port connectors, likely due to the handling of the device. Supplemental testing was performed on the controller, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Failure analysis of four batteries revealed that the devices passed visual examination and functional testing. Failure analysis of two batteries revealed that the devices passed visual examination; functional testing revealed that the batteries were unable to charge due to a flag. Further analysis revealed that the flag on each battery was due to an over-voltage fault by the analog front end (afe) that was tri ggered when a cell pair increased above the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The flags were removed after allowing the batteries to discharge, causing the voltage to decrease below the voltage threshold. This is an additional observation not related to the reported event, which can be attributed to an over-voltage fault by the analog front end (afe) integrated circuit. Based on an internal investigation, batteries with a cell over voltage condition can be attributed to battery chargers assembled with incorrect inductors. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving eight batteries, as well as several premature power switching events that were due to communication errors involving four batteries. Analysis of the alarm log file revealed two critical battery alarms due to communication errors involving two batteries. Additionally, log file analysis revealed a controller power up event on 11-mar-2019 at 00:29:55. The data point prior to the loss of power revealed that a battery was connected to power port one with 83% relative state of charge (rsoc) and a second battery was connected to power port two with 55% rsoc. The data point recorded after the loss of power revealed that the same batteries were connected to power ports one and two. The controller was without power for 9 seconds. As a result, the reported power switching, critical battery alarm, and loss of power events were confirmed. A power source lubrication procedure was performed on one battery on 09-jul-2018. A power source lubrication procedure was performed on seven batteries on 22-aug-2018. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to the wearing of the gold-plated pins, exposing the pins' base metal to the effects of corrosion, and/or due to contamination within the power ports. The most likely root cause of the critical battery alarms can be attributed to communication errors between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnect ion on both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial#: bat593693 d10: yes, return date: 01-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial#: bat593696 d10: yes, return date: 01-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 131, 3213 h6: FDA conclusion code(s): 4307 d4: serial#: bat753897 d10: yes, return date: 01-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial#: bat590345 d10: yes, return date: 01-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial#: bat592477 d10: yes, return date: 01-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 131, 3213 h6: FDA conclusion code(s): 4307 d4: serial#: bat591335 d10: yes, return date: 01-apr-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial#: bat301222 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: serial#: bat312931 h3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2019-01-31, UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-01-08. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2019-01-31, UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-01-03. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2019-05-31, UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-05-18. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31, UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 12-02-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31, UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-12-23. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31, UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-12-11. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2016-07-31, UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2015-07-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650 / expiration date: 2017-01-31, UDI #: (B)(4). Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-01-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected power loss, resulting in a pump stop of approximately sixteen seconds, and two batteries exhibited inappropriate critical battery alarms. It was also reported that the controller and multiple batteries were involved in power switching, however the patient did not know which exact batteries were involved. The batteries had previously received power source lubrication servicing. The controller and six batteries were exchanged. No patient complications have been reported as a result of this event.